Event description:
It was reported that a tct10 was used during a total cholectomy and formation of heorectal "j" pouch. It was reported by the affiliate that the product was removed intact from it's package. The surgeon used the instrument as prescribed. The surgeon prepared the formation of the pouch with a tlc55 as per normal and sutured the distal end of the anastomosis, as there was no need for a circular stapler as the anastomosis was so high. The surgeon prepared the "tension free" pouch anastomosis with the tct10 device. No part of the instrument broke or fell into the pt. The pt was closed and returned to recovery. On the seventh of august, the pt returned with abdominal pains. The surgeon performed a laparatomy and diagnosed fecal peritonitis. It appeared the staple line had no held (approx. 4-7cm), proximal to distal where the device was fired. The surgeon sutured to close the enterotomy. The sales rep spoke to the surgeon on the 12th of august and the surgeon was extremely surprised that the staple line had "failed". The surgeon requested two other tct10 cutters, with trt10 reloads, be sent back for analysis, since the device in question was disposed of in the normal manner. The pt is at present, continuing to recover.